Event description:
It was reported that the caller experienced a cgm error 42. There was no reported adverse impact to the customer¿s blood glucose level. The customer, guided by technical support, completed a pump reset, after which the error did not reoccur, allowing the sensor session to start successfully.